Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling systems as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the nurse call not functioning most likely due to a power control board failure. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.